Event description:
It was reported that " the dilator broke during the procedure. Clinical consequences: the patient developed the complication." Additional information: when attempting to remove the dilator from the introducer, the silicone valve separated from the introducer sheath. The complication mentioned was an air embolism with a drop in blood pressure and respiratory failure with need of noninvasive ventilation and norepineprine in ICU. The guidewire was removed to stop the air leak and the patient had a complete recovery and was discharged home.

Manufacturer narrative:
(B)(4). UDI #: (B)(4). The report of a damaged smart seal sheath valve was confirmed through examination of the returned sample. The customer returned one peel-away sheath for analysis. No other components were returned for investigation. Visual analysis revealed that one half of the sheath valve had separated from the hub and was loose from the device. Visual inspection of the peel-away sheath revealed that the sheath extrusion split completely and correctly down the score lines. Further microscopic examination revealed visual evidence of adhesive on the internal sheath tab where the valve became separated. No visual evidence of adhesive was identified on the back of the separated sheath valve half. No additional visual defects were observed on the sheath valve or tab. A device history record review was performed, and no relevant findings were identified. Based on the investigation and comments from the manufacturing unit, the damage identified has been determined to be a supplier related issue. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that " the dilator broke during the procedure. Clinical consequences: the patient developed the complication." Additional information: when attempting to remove the dilator from the introducer, the silicone valve separated from the introducer sheath. The complication mentioned was an air embolism with a drop in blood pressure and respiratory failure with need of noninvasive ventilation and norepineprine in ICU. The guidewire was removed to stop the air leak and the patient had a complete recovery and was discharged home.